Event description:
It was reported that at a routine pump replacement, a hole was noticed in the patient¿s catheter about 2cm distal to the connection of the pump. There was also fluid in the pocket but the fluid was not confirmed to be the drug at the time of the report. A sutureless connector was added and the piece with the hole was cut off of the catheter. The patient did not report any therapy issues. The catheter length was unknown so the catheter was clamped. They injected drug into the sutureless connector separately before it was hooked up because the pump had already been primed on the back table. The patient was being kept for observation. The dose was decreased from 8.01mg/day to 2.4mg/day. The pump was infusing morphine (unknown). It was later reported that the patient was doing fine. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10977r13, implanted: (B)(6) 2002, product type: catheter. (B)(4).